Event description:
Per the clinic, the patient experienced high impedances with the implanted device and the electrode array had migrated out of the cochlea due to a cholesteatoma. The device was subsequently explanted on (B)(6) 2026 and the patient was reimplanted with a new device during the same surgery.